Event description:
After two weeks on an insulin infusion pump and after changing his cartridge, tubing and infusion catheter the pt was taken to the ER with a blood glucose level of 722. The type of insulin was changed but upon returning home his blood glucose level began to rise. His pump was changed and returned for eval.